Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system was not booting. Upon troubleshooting the fse found the problem with the system software being corrupt. To resolve the issue fse reloaded the software. After reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.